Event description:
Customer reported that the insulin pump's display was blank. Customer reported that the insulin pump did not return a low battery alert prior to losing power. Customer removed and cleaned the battery cap, then replaced the battery, and the display returned. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.